Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retroperitoneal malignant tumor cases, the device knives did not advance. Out of the two devices, one device's knife began to advance while performing sealing. There was no patient injury.